Event description:
In 2007, a gore propaten vascular graft was implanted in a 65 year old male patient in the left lower limb position. Eight days later, a left transmetatarsal amputation was performed.